Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement. The shock impedance trend shows a gradual increase from the 60 ohm range over the past year to the current high out of range measurement of 127 ohms. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that a single coil lead like this is expected to have an upper limit shock impedance of 125 ohms but indicated that this looks like some kind of biological change to the lead coil, such as calcification. It was noted that there has been no recent device shock therapy delivered and there is no noise observed on the lead. Ts explained the difference between a delivered shock impedance measurement and a daily shock impedance measurement and suggested to consider monitoring the daily impedance measurements until they are close to the 130 to 140 ohm range, which could be in the coming weeks based on the trend. Once the daily shock impedance measurement reaches this range, ts noted that they may consider performing a commanded maximum energy shock to determine the delivered shock impedance value. It was also indicated that there is some crosstalk oversensing of atrial paced beats observed on the rv lead and that rv sensing is programmed to 0.3 millivolts. Ts suggested measuring and extending the programmed blanking period to 85 milliseconds or adjusting the rv sensitivity. The lead remains in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement. The shock impedance trend shows a gradual increase from the 60 ohm range over the past year to the current high out of range measurement of 127 ohms. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that a single coil lead like this is expected to have an upper limit shock impedance of 125 ohms but indicated that this looks like some kind of biological change to the lead coil, such as calcification. It was noted that there has been no recent device shock therapy delivered and there is no noise observed on the lead. Ts explained the difference between a delivered shock impedance measurement and a daily shock impedance measurement and suggested to consider monitoring the daily impedance measurements until they are close to the 130 to 140 ohm range, which could be in the coming weeks based on the trend. Once the daily shock impedance measurement reaches this range, ts noted that they may consider performing a commanded maximum energy shock to determine the delivered shock impedance value. It was also indicated that there is some crosstalk oversensing of atrial paced beats observed on the rv lead and that rv sensing is programmed to 0.3 millivolts. Ts suggested measuring and extending the programmed blanking period to 85 milliseconds or adjusting the rv sensitivity. The lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that an hcp subsequently contacted ts again to discuss the observed crosstalk oversensing issues. The hcp indicated rv sensitivity programming was already changed. Ts confirmed the blanking period programming was already at the maximum setting and discussed the remaining options are to change sensitivity programming or reposition the rv lead. Ts provided guidance to review this with the electrophysiologist to determine appropriate sensitivity programming and then bring the patient into the clinic to measure the crosstalk signal. Ts stated if this is not feasible, then they could consider performing an x-ray to determine the position of the rv lead distal coil and if it can be moved. Subsequent additional information was provided by a physician who contacted ts to discuss the crosstalk oversensing and associated blanking period programming as well as the high shock impedance measurements. The physician indicated the shock impedance measurements are from the approximately 110 ohm range to as high as 149 ohms recently. The physician stated that defibrillation threshold (dft) testing was previously performed and the associated shock impedance measurement at that time was 80 ohms. Ts explained the truncation of shock energy with shock impedance measurements of 145 ohms during an actual shock and noted this shock impedance measurement cannot be known without performing an occasional commanded shock test. The physician indicated they understood and felt their questions were answered. The rv lead remains in-service. No additional adverse patient effects were reported. Additional information was received that this rv lead was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments. The proximal end segment is severed approximately 63 millimeters from the terminal pin. The mid-body segment was not received. The distal end segment is approximately 345 millimeters in length. The proximal end of the distal spring electrode is separated from the lead body insulation and medical adhesive is noted. The coils are deformed, and the fixation helix is curled from being pulled with force. Testing was completed to assess electrical performance of the lead segments. Measurements were within normal limits. Calcification is observed to be covering the whole distal coil. Also, abrasion damage is observed in the inner insulation of the distal shock coil approximately midway. In addition, outer insulation abrasion damage is observed approximately 138 millimeters from the distal tip. Analysis determined that the high shock impedance was caused by the calcification covering the distal coil and the oversensing was caused by the insulation damage.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement. The shock impedance trend shows a gradual increase from the 60 ohm range over the past year to the current high out of range measurement of 127 ohms. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that a single coil lead like this is expected to have an upper limit shock impedance of 125 ohms but indicated that this looks like some kind of biological change to the lead coil, such as calcification. It was noted that there has been no recent device shock therapy delivered and there is no noise observed on the lead. Ts explained the difference between a delivered shock impedance measurement and a daily shock impedance measurement and suggested to consider monitoring the daily impedance measurements until they are close to the 130 to 140 ohm range, which could be in the coming weeks based on the trend. Once the daily shock impedance measurement reaches this range, ts noted that they may consider performing a commanded maximum energy shock to determine the delivered shock impedance value. It was also indicated that there is some crosstalk oversensing of atrial paced beats observed on the rv lead and that rv sensing is programmed to 0.3 millivolts. Ts suggested measuring and extending the programmed blanking period to 85 milliseconds or adjusting the rv sensitivity. The lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that an hcp subsequently contacted ts again to discuss the observed crosstalk oversensing issues. The hcp indicated rv sensitivity programming was already changed. Ts confirmed the blanking period programming was already at the maximum setting and discussed the remaining options are to change sensitivity programming or reposition the rv lead. Ts provided guidance to review this with the electrophysiologist to determine appropriate sensitivity programming and then bring the patient into the clinic to measure the crosstalk signal. Ts stated if this is not feasible, then they could consider performing an x-ray to determine the position of the rv lead distal coil and if it can be moved. Subsequent additional information was provided by a physician who contacted ts to discuss the crosstalk oversensing and associated blanking period programming as well as the high shock impedance measurements. The physician indicated the shock impedance measurements are from the approximately 110 ohm range to as high as 149 ohms recently. The physician stated that defibrillation threshold (dft) testing was previously performed and the associated shock impedance measurement at that time was 80 ohms. Ts explained the truncation of shock energy with shock impedance measurements of 145 ohms during an actual shock and noted this shock impedance measurement cannot be known without performing an occasional commanded shock test. The physician indicated they understood and felt their questions were answered. The rv lead remains in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement. The shock impedance trend shows a gradual increase from the 60 ohm range over the past year to the current high out of range measurement of 127 ohms. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that a single coil lead like this is expected to have an upper limit shock impedance of 125 ohms but indicated that this looks like some kind of biological change to the lead coil, such as calcification. It was noted that there has been no recent device shock therapy delivered and there is no noise observed on the lead. Ts explained the difference between a delivered shock impedance measurement and a daily shock impedance measurement and suggested to consider monitoring the daily impedance measurements until they are close to the 130 to 140 ohm range, which could be in the coming weeks based on the trend. Once the daily shock impedance measurement reaches this range, ts noted that they may consider performing a commanded maximum energy shock to determine the delivered shock impedance value. It was also indicated that there is some crosstalk oversensing of atrial paced beats observed on the rv lead and that rv sensing is programmed to 0.3 millivolts. Ts suggested measuring and extending the programmed blanking period to 85 milliseconds or adjusting the rv sensitivity. The lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that an hcp subsequently contacted ts again to discuss the observed crosstalk oversensing issues. The hcp indicated rv sensitivity programming was already changed. Ts confirmed the blanking period programming was already at the maximum setting and discussed the remaining options are to change sensitivity programming or reposition the rv lead. Ts provided guidance to review this with the electrophysiologist to determine appropriate sensitivity programming and then bring the patient into the clinic to measure the crosstalk signal. Ts stated if this is not feasible, then they could consider performing an x-ray to determine the position of the rv lead distal coil and if it can be moved. Subsequent additional information was provided by a physician who contacted ts to discuss the crosstalk oversensing and associated blanking period programming as well as the high shock impedance measurements. The physician indicated the shock impedance measurements are from the approximately 110 ohm range to as high as 149 ohms recently. The physician stated that defibrillation threshold (dft) testing was previously performed and the associated shock impedance measurement at that time was 80 ohms. Ts explained the truncation of shock energy with shock impedance measurements of 145 ohms during an actual shock and noted this shock impedance measurement cannot be known without performing an occasional commanded shock test. The physician indicated they understood and felt their questions were answered. The rv lead remains in-service. No additional adverse patient effects were reported. Additional information was received that this rv lead was subsequently explanted and replaced. No additional adverse patient effects were reported.